Event description:
Patient reported that they found condensation that smelled like insulin in their device on 09/2004. Patient also experienced high blood glucose (300 mg/dl), no treatment was specified. Patient cleaned out device and continued to use device, then later found more condensation in device. No cracks were seen in insulin cartridge. Patient switched to back-up device. Most recent event of condensation in device was not associated with patient experiencing high blood glucose.